Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer reported problem were found during the review of service and repair records. UDI#: unknown.

Event description:
It was reported that a "no message" alarm went off during the use of the product. No patient injury was reported.